Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user repeatedly received an alert 41 to restart the ilet device, performed multiple restarts, and then encountered an ¿unable to proceed, restart ilet device¿ message, consistent with a failure to infuse and associated with the firmware component; cartridge, connector, and infusion set lot numbers were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem consistent with a restart cycle and an insulin shaft rewind error, aligning with a device malfunction affecting infusion and traced to firmware. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.